Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice apd sets with cassette experienced a connection issue. During priming prior to peritoneal dialysis (pd) therapy, the heater bag disconnected from the heater line of the first cassette and the final bag disconnected from the final line of the second cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.